Event description:
The customer reported that the system would continue to produce an x-ray after the x-ray button was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. A pin in the lemo receptacle was repaired during the service call. The system was tested and found to be working as intended and put back into service.